Manufacturer narrative:
H6 codes were corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 1mg/ml at .5mg/day base dose, one .3 mg bolus per day allow with the personal therapy manager (ptm) via an implantable pump. It was reported that the staff had stated that they were in for a refill on friday (B)(6) 2025 and that the pump had flipped. The doctor was able to tilt the pump and get it filled. They said that it did not have issues with interrogating the pump. Patient was in the hospital last week because of pain. The cause of the pain was unknown. There was no indication of any pump related issues, other than it being flipped. The patient did not report any falls or external factors that could have attributed to the issue. No reports of patient fiddling with the pump or manually twisting it. The physician tried to refill the pump and was not able to gain access to the port. The pump was tilted and successfully filled. The office reached out to the implanting physicians office to set up an appointment. No surgery had been scheduled at this time but was planned. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.